Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that the device returned due to intermittent issue with trigger.

Manufacturer narrative:
(B)(4). The product analysis has been performed and show that the instrument is end of life. After testing the product, it has been concluded that it was not useable anymore. Received pictures and a video which shows an abnormal noise. The DHR review can¿t be performed as the item/batch number was not provided. It's not possible to find the DHR with the serial number. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. However, the batch number is not engraved on the device. The engraving is present on the device since october 2011. The products are older than october 2011. The probable root cause is wear from use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.